Manufacturer narrative:
Initial reporter phone number: removed (B)(6).

Event description:
The customer reported that the device hangs and they cannot enter the system. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.